Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR report#1627487-2018-08960, reference MFR report#3006705815-2018-02364, reference MFR report#1627487-2018-08962, reference MFR report#1627487-2018-08963. It was reported that the patient experienced infection. As a result, the scs system was explanted in (B)(6) 2017. The exact date of explant is unknown. No further information is available at this time.